Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.